Event description:
Additional information was received that no under-sensing was observed, but rather that the noise resulted in oversensing and pacing inhibition. Lead damage was suspected but was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Session records were sent to abbott technical support for review and oversensing noise and low sensing was confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that decreased sensing, under-sensing and noise were detected on the right ventricular (rv) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.